Event description:
A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable was cut off at the dn the root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.